Manufacturer narrative:
Concomitant medical products: product ID 3708640 lot# serial# (B)(4). Implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type extension product ID 3708640 lot# serial# (B)(4). Implanted: explanted: product type extension product ID 3389s-28 lot# serial# (B)(4). Implanted: (B)(6) 2013 explanted: product type lead product ID 37601 lot# serial# (B)(4). Implanted: (B)(6) 2018 explanted: product type implantable neurostimulator product ID 37601 lot# serial# (B)(4). Implanted: (B)(6) 2018 explanted: product type implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4)., ubd: 28-aug-2017, UDI#: (B)(4). ; product ID: 3708640, serial/lot #: (B)(4)., ubd: 28-aug-2017, UDI#: (B)(4). ; product ID: 3389s-28, serial/lot #: (B)(4)., ubd: 29-jul-2016, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ins replacement due to normal eri. At the time of the replacement, the hcp also replaced both extensions due to the left lead having¿out of range impedances¿on all contact. ¿the hcp reported that they ran impedance checks several times in pre-op as the issue seemed intermittent. The results were out of range in the 16,000-20,000 range for monopolar and all bipolar pairs. It was also reported that contact zero monopolar and all bipolar pairs showed "red x" high. The hcp stated that the¿40 cm extensions was potentially too short¿for the taller patient so it was replaced with the 60 cm extensions on the left and right side. The impedance issues were all cleared and resulted in normal impedances on all contacts. The issue was resolved. No further complications was reported.